Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart. A cold reset was performed. Customer¿s blood glucose level was unknown. Customer also reported crack on the battery compartment. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Device had cracked battery tube threads and no broken noted.